Event description:
It was reported that the customer received multiple motor error alarms. His blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).